Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). Device evaluation: the device was returned for analysis in good condition. Powered on device, installed digital pressure indicator onto the compressor fitting. The reported problem could not be duplicated or confirmed. Replaced both h-2 pressure chambers gauge as preventative action, recalibrated both h-2 pressure chambers, and gauge needle reads 290mmhg which passed calibration test. Replaced crack return tube. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information was provided that the infusion was completed by switching to a pressure bag. The patient was stabilized and the situation was resolved.

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 has no pressure in chambers. No patient adverse events reported.